Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-04. H6: investigation summary: two 2306e samples from lot 1016613 were received for investigation of complaint reference pr (B)(4); one was received in sealed packaging, whilst the other was received with opened packaging, but did not appear to have been in clinical use as no residual fluid was present in the line. A visual inspection of the sample received with opened packaging confirmed the customer's experience as the tubing had separated at the spike joint. Examination of the tubing identified signs of residual solvent present. The sample received in sealed packaging was subjected to tensile strength testing in accordance with the requirements of bs: en: iso 8536-9: infusion equipment for medical use (fluid lines for use with pressure infusion equipment). The product met the tensile requirements of the standard. The details of this feedback were forwarded to the manufacturing site for further investigation. A definitive root cause for the customer's experience could not be determined, however in this instance the separation is likely to have occurred as a result of an inconsistent amount of solvent having been applied to the tubing during the solvent bonding process; this is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 1016613 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As part of the customer feedback, the customer has indicates that they would be subjecting the sets to a 50n pull test prior to use. Please note according to the international standard bs: en: iso 8536-9: infusion equipment for medical use, the product should be able to withstand a 15n force for 15 seconds; subjecting the products to 50n may affect the products integrity, which may result in leakage or separation during infusion. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2306e product in the past 12 months.

Event description:
It was reported that a multi-way connecting set 2 ss experienced component separation during use. The following was reported by the initial reporter: "ladies and gentlemen bd, last tuesday, (B)(6) 2021, we here in the nuclear medicine department of the (B)(6) hospital (B)(6) very narrowly missed a medium catastrophe!!! The responsible nurse noticed the defect in the inf.set multiway 2306e just before we were about to fill the nacl bag with 7.4 gbq of radioactive lu177, thank god. The hose came out of the plastic needle piece just like that. Without using any force!!! And the nacl bag just spilled out onto the floor. Solvable for nacl in terms of both material expenditure and mess. But if that had happened after we had transferred the radioactive lu177 into the bag, cheers!!! This would have resulted in an "incident" that would have had to be reported to the tübingen regional council, with all the consequences that entails!!! In future we will carry out a manual tension control of approx. 50 n on 100% of all therapies we administer before transferring the radioactivity into the nacl bag. At a price of about 3,50 ¿/piece we would have expected more! Instead of compensation of any kind, a guarantee that this will not happen again would be much more important to us!!!"

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a multi-way connecting set 2 ss experienced component separation during use. The following was reported by the initial reporter: "ladies and gentlemen bd, last tuesday, (B)(6) 2021, we here in the (B)(6) very narrowly missed a medium catastrophe!!! The responsible nurse noticed the defect in the inf.set multiway 2306e just before we were about to fill the nacl bag with 7.4 gbq of radioactive lu177, thank god. The hose came out of the plastic needle piece just like that. Without using any force!!! And the nacl bag just spilled out onto the floor. Solvable for nacl in terms of both material expenditure and mess. But if that had happened after we had transferred the radioactive lu177 into the bag, cheers!!! This would have resulted in an "incident" that would have had to be reported to the tübingen regional council, with all the consequences that entails!!! In future we will carry out a manual tension control of approx. 50 n on 100% of all therapies we administer before transferring the radioactivity into the nacl bag. At a price of about 3,50 piece we would have expected more! Instead of compensation of any kind, a guarantee that this will not happen again would be much more important to us!!! With kind regards (B)(6).